Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the keypad was found to be lifting and peeling along the edge next to the up arrow button. During testing, all keypad buttons were found to be intermittently unresponsive; the down arrow and ok buttons required multiple button presses and the up arrow and contrast buttons required increased force to engage. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.